Event description:
The pump was returned for investigation. Investigation revealed a cracked and discolored/faded display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/04/2013 with the following findings: during investigation, the display screen was found to be cracked and discolored/faded. Unrelated to the complaint, evaluation revealed that the time and date reset to the default and the internal battery was found to be leaking; the keypad was observed to be peeling and the battery compartment was cracked. All of the keypad buttons responded appropriately and were functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).